Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that in the operating room during implant while programming the back up controller and installing the external backup battery, a back up battery fault alarm was noted on the controller screen. A battery reset was attempted but the alarm persisted. A different external backup battery was used but the controller continued to show back up battery fault alarm. A new controller and external backup batter was pulled from the shelf stock and programmed without issue. An out of box warranty replacement was requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed. The timestamp of the reported alarms cannot be determined due to the controller clock not being set. Three backup battery fault alarms activated due to ebb circuit fault when the white power cable was disconnected. The alarms resolved by disconnecting both power cables. The driveline was never connected to the controller. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested. During initial testing a backup battery fault alarm activated when the white power cable was disconnected. This resolved after reconnecting the white power cable and could not be reproduced. The controller functioned as intended after the initial backup battery fault alarm cleared. A root cause of the reported event cannot be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.